Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. (B)(6). At this time no additional info was available, additional info has been requested.

Event description:
Literature: cacciola f, farah jo, eldridge pr, byrne p, varma tk. Bilateral deep brain stimulation for cervical dystonia: long-term outcome in a series of 10 patients. Neurosurgery. Oct 2010;67(4):957-963. Summary: the authors reported on the long-term outcome of their pts with bilateral gpi deep brain stimulation in cervical dystonia. Ten consecutive pts from (B)(6) 2002 to (B)(6) 2008 were followed; their mean age was 52.2 yrs. On the total twstrs score, an overall improvement was seen; three pts had excellent improvement, 4 were good and 3 were moderate. On the severity subscale score, all pts were classified as responders with a mean improvement of 66.6%. Three had excellent, 5 good, and 2 moderate improvements. On the pain subscale score, all but 1 pt responded to treatment, with a mean improvement of 58.3%. Five had excellent, 1 good, and 3 moderate improvement, whereas 1 pt failed to respond. On the disability subscale score, all pts responded with a mean improvement of 80.7%. Seven had excellent, 2 good, and 1 moderate improvement. Three complications were reported. Reportable event: this report is for one pt who experienced an infection of the internal pulse generator (ipg). The affected hardware was removed and replaced after appropriate antibiotic therapy and resolution.